Manufacturer narrative:
No product has been returned for investigation as no product malfunction was alleged. No root cause can be identified at this time.

Event description:
During literature review it was identified that 4 patients who underwent lateral interbody procedures were reported to have experienced vascular injuries, one of which required delayed vascular stenting. It is unknown if nuvasive¿ s products were used on patients who experienced the alleged events as multiple manufactures were referenced in article.